Event description:
Incident happened during catheter's insertion. After guide wire is passed and catheter is advanced. Guide is removed and when the catheter is manipulated, a rupture is observed, leaving the distal end lodged in the radial artery. The children's surgeon performed an exploration of the artery, and managed to remove the foreign body.

Manufacturer narrative:
We received the catheter as faulty sample. A lot of dried blood residue was visible. The catheter tube snapped directly at the white wing and no remaining catheter tube could be detected inside the wing. The snapped catheter tube had a length of approx. 4.8 cm and showed deformations at the proximal end. An elongation and a thinning of the material was also visible. The wing was cut open lengthways to make further analysis. Microscopic examination revealed that the catheter tube was correctly assembled into the wing, as the proximal control marking was in the correct position and part of the catheter tube remained inside the wing. These deformations indicate excessive tensile force, and that the catheter tube has been torn or pulled out of its connection to the wing. The distal tip of the catheter tube had no defects and was correctly rounded. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code (B)(6)). The value of the tensile force of the catheter tube for batch 8176827 was min. 13.44 n and therefore within its specification (min. 5 n, iso 10555-1). Two different batches were used for the assembly group of the connection between the wing and catheter tube (involved code (B)(6)). The value of the tensile force of the connection for batch 8211878 was min. 8.02 n and for batch 8217973 min. 6.01 n. Therefore, both batches were within their specification (min. 5 n). There is one further complaint for batch 120723gl and one further complaint regarding a snapped catheter on code 1212.04 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Manufacturer narrative:
The malfunctioning devices will be returned to vygon for evaluation as part of the complaint investigation. Upon receipt, an investigation will be conducted, and the FDA will be notified of the investigation's results via follow up MDR.

Event description:
Incident happened during catheter's insertion. After guide wire is passed and catheter is advanced. Guide is removed and when the catheter is manipulated, a rupture is observed, leaving the distal end lodged in the radial artery. The children's surgeon performed an exploration of the artery, and managed to remove the foreign body.